Manufacturer narrative:
The reporter confirmed the explanted device will not be return to apollo for analysis. Device labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications of the use of the orbera® system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Complications of routine endoscopy include: abdominal cramps and discomfort from the air used to distend the stomach.

Event description:
Reported as: a patient with the orbera intragastric balloon was unable to tolerate the balloon. Patient had intractable vomiting, not able to tolerate any fluid, and severe abdominal cramps. Patient was admitted and treated at the hospital for hydration after two days post balloon insertion. Patient failed to improve since discharge from hospital. Patient had persistent nausea, vomiting and dehydration. The device was removed.